Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Having to fish a tampon (out): vagina [foreign body in reproductive tract]. Strings did not seem to be attached very well...(having to fish a tampon) [device breakage]. Tampon applicators would not click into place [device physical property issue]. Case description: consumer e-mail stated the applicators would not click into place, and the strings did not seem to be attached well. No serious injury was reported.

Manufacturer narrative:
Correction: product updated to tampax tampons radiant (d1) and 510(k) updated to k110669 (g5). There is insufficient information to perform a product investigation.

Event description:
Having to fish a tampon (out) - vagina [foreign body in reproductive tract] strings did not seem to be attached very well... (Having to fish a tampon) [device breakage] tampon applicators would not click into place [device physical property issue] consumer e-mail stated the applicators would not click into place, and the strings did not seem to be attached well. No serious injury was reported.